Manufacturer narrative:
Bayer service performed an injector checkout on (B)(6), 2015 and the injector was found to perform to specification and as intended. The disposables from the reported occurrence were discarded by the customer and not available for evaluation. In addition, lot numbers were not recorded; therefore testing of retained samples was not possible. Additional clinical applications training has been offered and declined by the customer at this time. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
The customer reported the following on (B)(6), 2015: a (B)(6) male patient undergoing a CT of the chest with contrast, with an admitting diagnosis of chest pain, experienced an extravasation in the left antecubital area while attached to the stellant d injector system. The customer received 6 injections of hyaluronidase to the affected area as treatment per routine contrast media extravasation hospital protocol. No further treatment was required.